Event description:
It was reported that 40 bd plastipak¿ concentric luer lock syringes had an oily substance on their plunger. The following information was provided by the initial reporter: "the syringes are oily on the inside of the plunger."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-nov-2022 . H6: investigation summary multiple samples were provided to our quality team for investigation. The products were visually inspected, no foreign matter or oily substance was observed within any of the devices. A device history review was performed for reported lot 2207011, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Retained samples of the same lot were used for additional evaluation. The products were visually inspected, no lubricant or other liquid was observed inside any of the syringes. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for the reported lot and verified to be within required limits. Testing was performed on the returned sample as well as the retained products, all results were found to be within the required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the sample evaluation and our quality team's investigation, we cannot identify a definitive root cause related to our manufacturing process at this time.

Event description:
It was reported that 40 bd plastipak¿ concentric luer lock syringes had an oily substance on their plunger. The following information was provided by the initial reporter: "the syringes are oily on the inside of the plunger".